Manufacturer narrative:
Investigation: DHR was performed and the non-conformances were reviewed for this batch, and there was no record of any non-conformances associated with this issue. Due to the sample being contaminated a review could not to be performed. Based on the investigation, the root cause cannot be determined as posiflush syringes are pre-filled single use syringe intended for flushing. Therefore, the reported plunger disconnected when trying to withdraw blood was due to customer misuse. Prefilled and conventional syringes have different purposes.

Event description:
It was reported that the plunger and stopper separated with a bd posiflush¿ sf saline syringe. The following information was provided by the initial reporter, "I received a syringe from the floor, item #306553 lot # 8277710 where the clear plastic plunger disconnected from the black stopper when the nurse was pulling back blood from an infusaport."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger and stopper separated with a bd posiflush¿ sf saline syringe. The following information was provided by the initial reporter, "I received a syringe from the floor, item #306553, lot # 8277710 where the clear plastic plunger disconnected from the black stopper when the nurse was pulling back blood from an infusaport."